Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during a clinical procedure, the automated impella controller (aic) was powered on and booted for use prior to impella pump insertion. Upon boot-up, the console displayed a console error alarm. The issue occurred before connection to, or use with, an impella pump and no patient therapy was initiated. The issue was resolved by replacing the aic with a backup unit, after which the procedure continued. There was no reported patient injury or adverse patient outcome associated with this event.